Event description:
The pt had two leads (from the same lot). It was reported both leads were explanted and replaced due to the pt receiving inadequate coverage. The doctor also elected to explant and replace the pt's ipg with a different model. The pt issue is now resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.